Event description:
During a procedure, the resuable laparoscopic clip applier got stuck, the surgeon was able to remove the clip applier by dividing the artery below the clip applier. This did not result in permanent injury.